Event description:
It was reported that the device restarted during ventilation. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted during ventilation. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported device restart could not be confirmed. The log file analysis revealed that the device performed several single cockpit restarts during the reported day of event due to a communication problem between the cockpit and the ventilation unit of the device. The ventilation was not affected by the cockpit restarts and was continued as set. A faulty hard disk drive was identified as root cause for the communication problem. The hdd should be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.